Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 846836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("other injuries/symptoms: fatigue"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headache") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("other injuries/symptoms : weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), complication of device removal ("complications during removal surgery? Other"), pelvic discomfort ("discomfort") and fallopian tube obstruction ("fallopian tubes blocked"). The patient was treated with surgery (essure removed (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the fatigue, migraine, headache, weight increased, complication of device removal, vaginal haemorrhage, pelvic discomfort and fallopian tube obstruction outcome was unknown. The reporter considered abdominal pain, complication of device removal, fallopian tube obstruction, fatigue, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: state of implant tx discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2012 received treatment for: pelvic/abdominal, menorrhagia (heavy menstrual bleeding) current weight 153 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) conducted, specify: results of confirm. Test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs received. Lot number added. Event : abnormal bleeding (vaginal), discomfort, fallopian tubes blocked were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 846836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("other injuries/symptoms: fatigue"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headache") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("other injuries/symptoms : weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), complication of device removal ("complications during removal surgery? Other"), pelvic discomfort ("discomfort") and fallopian tube obstruction ("fallopian tubes blocked"). The patient was treated with surgery (essure removed (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the fatigue, migraine, headache, weight increased, complication of device removal, vaginal haemorrhage, pelvic discomfort and fallopian tube obstruction outcome was unknown. The reporter considered abdominal pain, complication of device removal, fallopian tube obstruction, fatigue, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: state of implant tx discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2012. Received treatment for: pelvic/abdominal, menorrhagia (heavy menstrual bleeding) current weight 153 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) conducted, specify: results of confirm. Test bilateral occlusion. Lot number: 846836, manufacturing date: 2011-04, expiration date: 2014-04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), pelvic pain ('pelvic pain female') and device dislocation ('migration') in an adult female patient who had essure (batch no. 846836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("other injuries/symptoms: fatigue"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headache") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("other injuries/symptoms : weight gain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), complication of device removal ("complications during removal surgery? Other"), pelvic discomfort ("discomfort") and fallopian tube obstruction ("fallopian tubes blocked"). The patient was treated with surgery (essure removed and essure removed (B)(6) 2018). Essure was removed on (B)(6)2018. At the time of the report, the perforation, device dislocation, fatigue, migraine, headache, weight increased, complication of device removal, vaginal haemorrhage, pelvic discomfort and fallopian tube obstruction outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, complication of device removal, device dislocation, fallopian tube obstruction, fatigue, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: state of implant tx discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2012 received treatment for: pelvic/abdominal, menorrhagia (heavy menstrual bleeding) current weight 153 lbs. Lot number: 846836, manufacturing date: 2011-04, expiration date: 2014-04. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) conducted, specify: results of confirm. Test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: perforation nos & migration was added as a event. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of perforation ('perforation'), pelvic pain ('pelvic pain female') and device dislocation ('migration'). In an adult female patient who had essure (batch no. 846836), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("other injuries/symptoms: fatigue"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headache") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). And was found to have weight increased ("other injuries/symptoms: weight gain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), complication of device removal ("complications, during removal surgery. Other"), pelvic discomfort ("discomfort") and fallopian tube obstruction ("fallopian tubes blocked"). The patient was treated with surgery (essure removed and essure removed (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, fatigue, migraine, headache, weight increased, complication of device removal, vaginal haemorrhage, pelvic discomfort and fallopian tube obstruction outcome was unknown. And the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, complication of device removal, device dislocation, fallopian tube obstruction, fatigue, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: state of implant, tx. Discrepancy noted, date(s) of insertion: (B)(6) 2011, (B)(6) 2012. Received treatment for: pelvic/abdominal, menorrhagia (heavy menstrual bleeding). Current weight 153 lbs. Lot number#: 846836, manufacturing date: 2011-04, expiration date: 2014-04. Discrepancy noted, for date of removal: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 22.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2012, total bilateral occlusion. Imaging procedure: on (B)(6) 2012, essure confirmation test(s) conducted, specify: results of confirm test bilateral occlusion. Lot number#: 846836, manufacturing date: 2011/04, expiration date: 2014/04. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("other injuries/symptoms: fatigue"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headache") and complication of device removal ("complications during removal surgery? Other") and was found to have weight increased ("other injuries/symptoms : weight gain"). The patient was treated with surgery (essure removed (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the fatigue, migraine, headache, weight increased and complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal, fatigue, headache, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: state of implant tx discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2012. Received treatment for: pelvic/abdominal, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) conducted, specify: results of confirm. Test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Event injury was updated and new events: pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), other injuries/symptoms fatigue, migraine, headaches, weight gain, complications during removal surgery were added. Plaintiffs information and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), pelvic pain ('pelvic pain female') and device dislocation ('migration') in an adult female patient who had essure (batch no. 846836, 1812794) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("other injuries/symptoms: fatigue"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headache") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("other injuries/symptoms : weight gain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), complication of device removal ("complications during removal surgery? Other"), pelvic discomfort ("discomfort") and fallopian tube obstruction ("fallopian tubes blocked"). The patient was treated with surgery (essure removed and essure removed (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, fatigue, migraine, headache, weight increased, complication of device removal, vaginal haemorrhage, pelvic discomfort and fallopian tube obstruction outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, complication of device removal, device dislocation, fallopian tube obstruction, fatigue, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: state of implant tx. Discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2012. Received treatment for: pelvic/abdominal, menorrhagia (heavy menstrual bleeding) current weight 153 lbs. Lot number: 846836, manufacturing date: 2011-04, expiration date: 2014-04. Discrepancy noted for date of removal: (B)(6) 2018 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) conducted, specify: results of confirm. Test bilateral occlusion. Lot number:846836, manufacturing date:2011/04, expiration date:2014/04 . Most recent follow-up information incorporated above includes: on 15-dec-2020: medical record received. Lot number and reporters information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), pelvic pain ('pelvic pain female') and device dislocation ('migration') in an adult female patient who had essure (batch no. 1812794-not valid,846836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("other injuries/symptoms: fatigue"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headache") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("other injuries/symptoms : weight gain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), complication of device removal ("complications during removal surgery? Other"), pelvic discomfort ("discomfort") and fallopian tube obstruction ("fallopian tubes blocked"). The patient was treated with surgery (essure removed (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, fatigue, migraine, headache, weight increased, complication of device removal, vaginal haemorrhage, pelvic discomfort and fallopian tube obstruction outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, complication of device removal, device dislocation, fallopian tube obstruction, fatigue, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: state of implant (B)(6) . Discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2012. Received treatment for: pelvic/abdominal, menorrhagia (heavy menstrual bleeding) current weight 153 lbs. Lot number: 846836 manufacturing date: 2011-04 expiration date: 2014-04. Discrepancy noted for date of removal: (B)(6) 2018 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) conducted, specify: results of confirm. Test bilateral occlusion. Lot number:846836 manufacturing date:2011/04 expiration date:2014/04. Lot number reported 1812794 is not valid. Most recent follow-up information incorporated above includes: on 31-dec-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.